Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/25/2017, that on (B)(6) 2017, the g5 mobile application displayed a message to exit the application and reinstall. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.